Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 90243 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had foreign matter in them.

Manufacturer narrative:
Medical device manufacturer changed to (B)(4).